Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -10.00/+6.0/108 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2020. The lens was removed on (B)(6) 2023 due to lens rotation not associated to a low vault. The lens was repositioned several times (B)(6) 2022 and the problem was resolved. The lens rotated again and was removed. The lens was replaced with a longer lens and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
A4: unk. A5: unk. A6: unk. H6 - work order search: another similar complaint was reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
H3: device evaluation: the lens was returned in liquid in a vial. Visual inspection found haptic torn and broken. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).